Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their follow up imaging procedure. The imaging showed that there was a device related thrombus present and a small leak around the closure device. The physician restarted the patient on another oral anticoagulation medication in response to this event. The patient did not experience any complications or consequences as a result of this event.